Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer returned meter serial number (B)(4). Investigation for reported issue was unable to be conducted; due to the known issue of display damage ((B)(4)).

Event description:
A paramedic called adc to report a situation where a man was found under the influence of narcotics and unresponsive, the paramedics took his glucose reading on their precision xtra meter and obtained a result of 357mg/dl. No treatment was rendered by paramedics and when they arrived at the hospital 10 minutes later, the unspecified low readings were obtained twice on hcp meter. The patient was reportedly diagnosed with hypoglycemia and treated with dextrose 50% . The caller did not have any additional info with regards to the treatment provided. There was no report of death or permanent impairment associated with this medical event.